Event description:
It was reported that the customer had issues with the insulin pump's sensor. The customer's blood glucose level was 191 mg/dl. She received a change sensor alarm, a calibration error, and a bad sensor alert. When the customer removed the sensor, the cannula had dried blood. The customer also had issues with her sensor and blood glucose level readings. Her sensor glucose level was 60 mg/dl but her blood glucose level was 260 mg/dl. The insulin pump turned off and alerted the customer that she was running low. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.